Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that their programmer would not start and patient didn't provide event date. Patient did mention they stopped using the implant or turned it off either 2018 or beginning of 2019 because they were told that a dorsal root ganglion stimulator (drg) would be more effective so they had the drg installed december of 2018 or january of 2019. Patient needed an MRI and patient's greatest fear was that their implant would need to be replaced. Patient turned the implant off a long time ago and the battery had gone 'bad'. During the call patient got the 006 message. Patient did not know which implant was the spinal cord stimulator so they placed the programmer antenna on both their implants but kept getting the reposition screen. The patient was redirected to their healthcare provider to further address the issue. Patient's implant was installed in (B)(6) 2014. Patient did not have any ID cards or any paperwork regarding their implant. Patient mentioned they had a nonchargeable implant. Patient called their doctor who implanted the implant but the doctor didn't leave any notes on which model stimulator they implanted in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.